Manufacturer narrative:
(B)(4). The initial medical device report was submitted (2938836-2014-11762). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
The device has been implanted (B)(6) 2011. On (B)(6) 2014, the patient has gotten a patient alarm. Interrogation today reveals that the device reports that is has latched eri on (B)(6) 2014. At this time, we're trying to get the electronic session record. I' ll attach it as soon as received.